Manufacturer narrative:
D9. Date returned to mfg: 11-jun-2024. . H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in good condition. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch, let device run for 60 minutes to come up to temp. Could not duplicate the customer's indicated failure. Other problem found. (Extra segment on lcd). Root cause was not identified. No action taken on complaint but replaced pcb for other problem found. Device passed all functional test after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was not supposed to go over 42 degrees temperature and it was at 42.3 degrees. This occurred during inspection and there was no incident. There was no patient involvement and no patient harm/adverse event reported.